Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (response buttons non-functional / damaged connector) was confirmed. Upon evaluation, the response buttons were non-functional. The root cause of the non-functional response buttons was not positively identified. In addition, the belt receptacle was pulled from the monitor case and lodged onto the belt connector. The root cause of the damaged receptacle and connector is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device and also that the belt connector was stuck inside the connector in the monitor.